Event description:
It was reported when using the bd vacutainer® serum tube customer states that gray stain found inside the blood collection tube before use. This event occurred 2 times. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: one customer photo was received for review and analysis. In the customer received photo, two tubes can be seen with a layer of banding ink near the bottom of the tube. Therefore, bd is able to confirm fm-ink on the outer part of the tube. In addition, 30 retain samples were visually tested for presence of fm within the tubes. 0 of 30 samples failed. Therefore, this complaint cannot be duplicated based on retain sample testing. Based on a review of batch records and the investigation results, no definitive root cause from the manufacturing process has been identified as a contributor to the customers reported defects. The device history record was reviewed with no issues being identified. There were no quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® serum tube customer states that gray stain found inside the blood collection tube before use. This event occurred 2 times. There was no report of impact to patient or user.